Manufacturer narrative:
A titan otr, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the exhaust tubing of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Three separations were also noted in the reservoir strain relief. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed that one of the separations was rough and irregular, indicating stress was exerted. The other two separations displayed smooth and straight surfaces, indicating contact with sharp instrumentation. Partial separations, within abrasion were also noted in the exhaust tubing of cylinder 2. Testing revealed these to not be sites of leakage. The presence of surface abrasion was noted on both pump exhaust tubing, the reservoir inlet tubing, and on the exhaust tubing of cylinder 2. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with the separation of the exhaust tubing of cylinder 2 and on the strain relief separation that exhibited rough and irregular surfaces indicates that sufficient stress(s) was exerted on the tubing and on the strain relief to separate these sites while in-vivo. Separations of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, crack in clear tubing coming from the pump. Device was removed and replaced.